Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The device worked how it was intended to. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device always alarms, indicating overpressure. There was no patient involvement and no patient harm/adverse event reported.